Manufacturer narrative:
Approximate age of device - 3 years 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported through patient outcome that the patient was expired due to intracranial hemorrhage. No further information was provided. The device was stated to not have been explanted.

Manufacturer narrative:
A correlation between the device and the reported intracranial hemorrhage cannot be conclusively determined. The patient expired on (B)(6) 2018 due to an intracranial hemorrhage. No vad related issues were reported. The pump was not explanted and is not available for investigation. The heartmate ii IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system.